Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Date implanted - unknown. Manufacture date ¿ unknown. - device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05479 / 05480).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. During the procedure, the long threaded adaptor screw fractured in two pieces while utilizing the adaptor removal tool. As a result, a delay of over 30 minutes occurred and a regenerex ringloc plus system was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay the lot number, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to mechanical complication. During the procedure, the long threaded adaptor screw fractured in two pieces while utilizing the adaptor removal tool. As a result, a delay of over 30 minutes occurred and a regenerex ringloc plus system was utilized to complete the procedure.